Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report# 1221359-2021-01222.

Event description:
The customer reported false results with the ID now covid-19 for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was performed on (B)(6) 2021 and obtained positive results. Pcr confirmation testing on (B)(6) 2021 nasopharyngeal swabs generated negative results. The customer stated this was an acute coronary syndrome patient that presented with chest pain only. The customer confirmed there was no patient harm due to the test results. The patient needed emergency treatment due to heart blockage. The patient and other medical staff were shocked due to the positive result since the patient declared no other related symptoms of covid 19, contact history and travel to red zone. However, the patient was still provided treatment for the heart blockage, with full ppe and then isolate in the screening ward until the rt pcr results were ready. The patient was reported to be more sable.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018764 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018764 , test base part number 190-430 / lot 1018764. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) related to kit lot 1018764 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles provided were inaccessible.